Manufacturer narrative:
The power supply was returned to the manufacturer for analysis. After functional testing and visual/physical examination the issue was confirmed. The power supply failed bench testing. The cause of the reported issue was due to a malfunction of the power supply. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. It was reported that the system was beeping again. Testing revealed that an error message was found in the logs. Voltage supply of the microcontroller was out of range. Replacing the power supply resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. The part has not been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the system started beeping after approximately one hour of use. The system was fully functional. Later in the day, the system was beeping and x-rays were not possible. The site did a reboot and were able to finish the surgery. There was no patient impact reported and a delay to surgery of less than one hour.